Event description:
Pt had vocal cord injection in the office and later experienced stridor and difficulty breathing. He presented to the ed and larynscopic examination revealed swelling and redness and a pseudomembrane of the arytenoids, glottis and epiglottis. He was treated with antibiotics, steroids and supplemental oxygen. Prior to this exam a laser fiber was passed through the channel and became stuck. Once removed the laryngoscope was processed using cidex via a hand washing method and thoroughly rinsed.